Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Defect balloon of the catheter during installation (balloon pierced , the water flows as if there had been nothing at the end of the catheter), balloon inflated with 15 ml leakage on the patient, obligation of repeating the gesture entirely- infectious risk - bedsore risk.